Manufacturer narrative:
Five devices were received for visual examination. It was concluded that the tip of the catheter(s) were not damaged and were perfectly smooth, therefore coloplast cannot confirm this complaint as reported. A review of the lot history records indicates no additional complaints associated with this lot to date.

Event description:
Date of event: best estimate is (B) (6) 2009 according to the information received the tip of the catheter was damaged, i.e., not perfectly smoothed down. The report states that the patient has got problems of urethral lesions.